Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the monitor did not alarm for spo2 events on 24-apr-2026 between 7:45 pm and 9:00 pm. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.